Event description:
The patient had elevated troponin levels post procedure. The patient was enrolled in (B)(4) study with stable angina pectoris and a positive functional test for ischemia. The patient had a 60%, de novo, severely calcified, type c lesion in the left main. The lesion was 16mm in length and 3.75mm in diameter. The lesion was pre-dilated and a 3.5 x 18mm cypher stent was implanted at 20atm. The patient also had a 90%, de novo, severely calcified, type c lesion in the distal circumflex. The lesion was 25mm in length and 3.75mm in diameter. The lesion was pre-dilated and a 3.5 x 28mm cypher stent was implanted at 20atm. The stents were both post-dilated. The patients troponin I levels were elevated post procedure (.20 / ucl .08ng/ml). Approximately a month post index procedure, the patient had exertional angina. Approximately a year post index procedure, the patient had a new lesion treated on the left anterior descending artery, via the left internal mammary artery and had five xience stents implanted. The lesion was not in any of the arteries intervened on during the index procedure. However, it was noted that the circumflex artery that was originally stented was occluded proximally. The occlusion was not treated. Approximately a year and four months post index procedure, the patient had exertional angina once again. Angiography was not conducted at the time.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient had a peri-procedural mi, angina at 30 days and 16 months post procedure and approximately one year post index procedure, had in-stent restenosis. This is a (B)(6) male with medical history including angina, ischemia, CABG ((B)(6) 2007), family history of coronary artery disease, hyperlipidemia, hypertension, lvef (normal), diabetes mellitus (typeii) and bradyarrhythmia treated with permanent pacemaker ((B)(6) 2010). The patient was enrolled in the (B)(4) study with stable angina pectoris and a positive functional test for ischemia. The patient had a 60%, de novo, severely calcified, type c lesion in the left main. The lesion was 16mm in length and 3.75mm in diameter. The patient also had a 90%, de novo, severely calcified, type c lesion in the distal circumflex. The lesion was 25mm in length and 3.75mm in diameter. The lesion was pre-dilated and a 3.5 x 28mm cypher stent was implanted at 20atm. The stents were both post-dilated. The patients troponin I levels were elevated post procedure (.20 / ucl .08ng/ml). Approximately a month post index procedure, the patient had exertional angina. Approximately a year post index procedure, the patient had a new lesion treated on the left anterior descending artery, via the left internal mammary artery and had five xience stents implanted. The lesion was not in any of the arteries intervened on during the index procedure. However, it was noted that the circumflex artery that was originally stented was occluded proximally. The occlusion was not treated. Approximately a year and four months post index procedure, the patient had exertional angina once again. Angiography was not conducted at the time. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Angina is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.

Manufacturer narrative:
The following products were used during the index procedure: a 3. 5 x 15mm balloon catheter, a 4.0 x 10mm balloon catheter and a 3.5 x 10mm balloon catheter. Additional information will be submitted upon 30 days of receipt.